Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, and customer planned to perform reset after accessing pump charger and to call back if any further issues occurred.